Event description:
It was reported that the patient presented at the emergency in 2007 with pain and fever. Surgery was performed on two days later, and it was relayed that the ring had broken and perforated the bowel.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.